Manufacturer narrative:
This report is being filed on an international product, list number 710-100 that has a similar product distributed in the us, list number 710-000. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported conflicting results with the binaxnow strep pneumoniae test for 3 patients on unknown dates and unknown sample type. This MFR. Report addresses patient one (1) of three (3). The customer reported that the patient¿s result was initially read visually as a negative result. When the test card was read with the digival instrument, the result was positive. The customer reported that the patient was managed clinically as community acquired pneumonia. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 710-100 that has a similar product distributed in the us, list number 710-000. New information received, customer reported sample type of urine used for testing, based upon this new information, this complaint is no longer a reportable event. Additional information: d4 - lot #, expiration date, primary UDI number. B5 - sample type added. H4 - device mfg date.

Event description:
The customer reported conflicting results with the binaxnow strep pneumoniae test for 3 patients on unknown dates with sample type of urine. This MFR. Report addresses patient one(1) of three(3). The customer reported that the patient¿s result was initially read visually as a negative result. When the test card was read with the digival instrument, the result was positive. The customer reported that the patient was managed clinically as community acquired pneumonia. Although requested, no additional patient information, including treatment and outcome, was provided.